Manufacturer narrative:
Evaluation method: - the device history and sterilization records were reviewed. Results: - the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. The lead has all wires broken approximately 14 cm from the stimulation end. Conclusion: - the cause of the reported complaint could not be determined form the review of the DHR and sterilization records. (B)(4). Ans has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
The pt ((B)(6)) received their scs system on an unk date. It was reported that during a revision of the ipg, the lead had invalid impedance readings. The lead was explanted and replaced on (B)(6) 2009. The lead was returned to ans for evaluation. No further information is available.